Event description:
It was reported that the patient had the artificial urinary sphincter removed due to large hole in the prb (pressure regulating balloon). A new artificial urinary sphincter consisting of a 5.5 cm cuff, pump, and balloon were implanted. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted. Additional information received indicated there was fluid loss and blood that had entered the system seen in the pump at product explant. The presenting symptoms noted that the system stopped working. The patient outcome following the revision surgery was reported as uncomplicated. What are the lot/serial number(s) of the explanted/complaint components? 72400160, (B)(4), cuff. 72400024, (B)(4), pump. 72400098, (B)(4), balloon. 72401685, (B)(4), accessory kit.